Event description:
It was reported that the spco readings reached 11% for non-smoking person. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified, based on the investigation above, the customer complaint could not be duplicated.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.